Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set patch did not stick to skin upon insertion event on (B)(6) 2026 along with high blood glucose level which was addressed by correction bolus via pump and correction injection via mdi.